Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least five applications were performed with balloon catheter 2af283 with lot number 31325 without any issue on the date of the event. The mapping was not returned and there was no indication of a product malfunction. There were clinical issues (bp, tear in lspv, cardiac perforation and tamponade) encountered during the case. The reported clinical issues could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure declined, and a cardiac tamponade was diagnosed. A pericardial drainage was performed, which removed a liter of blood. An open chest surgery was then performed, and a tear was found in the left superior pulmonary vein (lspv). The case was aborted, and the patient had an extended hospitalization. No further patient complications have been reported as a result of this event. Additional information reported that the patient is recovering and should have no further injuries other than the consequences of open chest surgery.